Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 2 months after the implantation an increase of rv threshold and no sensing were noted on this lead. X-ray confirmed lead dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
(B)(6) 2018 - it was reported that the patient had some vf episodes interrupted by shocks. Sensing and threshold were elevated after that and the physician decided to replace the lead on (B)(6) 2018. The x-rays did not confirm a repeated dislodgement suspicion. The lead remains capped in situ, a new lead was added.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data was analysed. The threshold test showed a value of 4.0 v, as reported in the complaint test. Furthermore, the data demonstrated a severely varying sensing amplitude trend curve between 2 mv and 16 mv in the time period between march 2018 and november 2018. Additionally, the provided iegms were inspected. The right ventricular channel showed intermittent loss of capture. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.